Manufacturer narrative:
Out of an abundance of caution, dornier is reporting this event even though there is no evidence there was a malfunction of the device. The device was not available for evaluation is (B)(4) 2013.

Event description:
A physician reported to dornier (in (B)(6) 2013) that in 2010, he performed an endovenous laser ablation on a (B)(6) year old woman. The month and day of the event are not available. During recover, while dressing her leg, she was found to be unresponsive. She was taken to a hospital where she passed away several days later. There is no objective evidence that the device caused or contributed to the death and there are surrounding allegations that a medication overdose may have been involved.